Event description:
The customer alleged that the mattress had fluid intrusion. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - mattress. MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.